Event description:
A peritoneal dialysis patient stated that the cycler was not filling, so she had to re-setup cycler. When she opened the cassette door to remove the cassette, there was a leak. Patient does not know where the leak came from. There is no report of patient ill effect. There is no sample available for evaluation.